Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator bin failed. The field service engineer (fse) replaced the irac (interface relay access controller), ran diagnostics, and tested all bins. All bins, including 1-3, were confirmed to be functioning normally after repair. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a failure of refrigerator bins 1.2 and 2.3 was reported, and attempts to recover the bins were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.